Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding their implantable neurostimulator (ins). Information was reported that the patient stated she has not used her implant in two years and the patient stated she has a lot of back problems from scoliosis which the patient has had for a while (prior to implant), but now they want to do an MRI. The patient didn't use their implant for two years because they were having a hard time with the feeling of the stimulation. The patient stated she has had the ins replaced because it stopped working after three years. No further complications were reported. No additional patient symptoms were reported.